Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, blood at sensor insertion site, differences between sensor glucose and blood glucose levels and also reported receiving calibration not accepted alert. The customer reported blood glucose value was 420 mg/dl and sensor glucose was 138 mg/dl at the time of event and the hyperglycemic event was treated with an insulin pump. The event involved product(s) mmt-432ag, mmt-1884, mmt-7040a, mmt-342. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for differences between glucose levels, the blood glucose and sensor glucose was not with acceptable range. No further patient complications were reported. No product return is required mmt-432ag, mmt-1884, mmt-342. Mmt-7040a was requested, and the customer's response was that the device would be returned.